Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h2, h3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error (error b30) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black screen was due to component failure, and the reported issue, scope communication error was identified during investigation as scope communication error (error b30), caused by a data error of scope identification (ID). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a black screen and exhibited scope communication error. The event occurred during inspection prior to use. There were no reports of patient involvement.